Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log revealed multiple "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. The event occurred during an unspecified process step in the surgery department. There was no patient involvement. No additional information is available.